Event description:
It was reported, the sensitivity test was out of range, minor parts (legs and hook) are missing, and there is a crack on the battery door. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported sensitivity being out of range. Side bails and ring are missing. Battery drawer is broken. Upper and lower cases, side bail covers, and ring cover are broken. Lead flex cover is contaminated. Battery contacts are compressed.